Manufacturer narrative:
Per the customer, qc was trending high at the time of the event. The customer also stated that there were ongoing blank rate high errors, suppressed results on tg-vanco and beta-hydroxy(udr). The customer replaced the sample probe, mixers, and the syringe plungers. A field service engineer (fse) was dispatched and replaced the photometer lamp assembly, performed lamp alignment, cuvette center alignment and lamp calibration. The fse also performed preventive maintenance (pm) on the system. The fse also replaced the cuvette wash manifold and the wash inserts for mixers. The fse then performed alignments and washed all cuvettes. Issue has been resolved and root cause appears to be the photometer lamp.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining eleven (11) false high tacrolimus transplant patient results that were questioned by the transplant unit nurse, generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory; however, samples were rerun on another analyzer and amended reports were issued. There was no affect to patient treatment associated with this event.